Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The following have been added to manufacturer device report 1220648-2024-07719. D6a and d6b: h6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-07719. G1 reporting contact fax number missing.

Event description:
The user facility reported a 60-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had no distal pulses on support. A reperfusion catheter was placed with positive distal perfusion.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿